Event description:
It was reported that during a pci / stenting treatment procedure, the express biliary sd stent system balloon would not inflate to deploy the stent. The pt was asymptomatic during this event. The lesion being treated was in the renal artery. The express biliary sd stent was removed and replaced with another express stent system and the procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as 'fine'.